Manufacturer narrative:
The reported event of interrogation problem was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed revealed no anomaly; the device was able to be interrogated successfully throughout analysis. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device was difficult to interrogate via bluetooth telemetry prior to the implant procedure. The device was not used, and a new device was implanted to resolve the event. The patient was in stable condition.